Event description:
It was reported that the patient was taken to the hospital by ambulance due to hyperglycemia. The patient's blood glucose level was around 40 mmol/l (720 mg/dl) but alleges the personal diabetes monitor (pdm) displayed 3 mmol/l (54 mg/dl). When removed from the infusion site, (abdomen), the cannula was found to be bent. The device was worn between 37 and 48 hours. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka). Treatment included insulin via IV upon arrival at hospital. The patient was in the intensive care unit (ICU) for 2 days receiving insulin, potassium and sodium chloride via IV. The patient has received replacement devices.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.